Event description:
Champion af study patient identifier (B)(6). It was reported thrombosis occurred. In (B)(6) 2022, a left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx laa closure device with delivery system (wds) was implanted. Implant transesophageal echocardiogram (tee) assessment revealed no evidence of intracardiac thrombus or laa thrombus. In (B)(6) 2023, at the 4-month laa-imaging tee assessment, there was also no evidence of intracardiac thrombus or laa thrombus. In (B)(6) 2023, tee assessment revealed a laminar, non-mobile thrombus on the atrial facing surface of the closure device. At the time of event, the patient was on apixaban (10 mg/day). No patient complications were reported. At the time of reporting, the outcome of the event was ongoing, and no action was taken in response to the thrombus. It was further reported in (B)(6) 2023 the patient presented for unscheduled visit and underwent tee assessment which revealed complete seal of the laa with no evidence of thrombus on the atrial facing surface of the closure device, thrombus in the left atrium, pericardial effusion, residual atrial septal shunt, and aortic atheroma were noted. The patient was instructed to discontinue apixaban and begin aspirin.

Manufacturer narrative:
B5 event description updated. H6 impact codes updated.

Event description:
Champion af study patient identifier (B)(6). It was reported thrombosis occurred. In (B)(6) 2022, a left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx laa closure device with delivery system (wds) was implanted. Implant transesophageal echocardiogram (tee) assessment revealed no evidence of intracardiac thrombus or laa thrombus. In (B)(6) 2023 at the 4-month laa-imaging tee assessment, there was also no evidence of intracardiac thrombus or laa thrombus. In (B)(6) 2023, tee assessment revealed a laminar, non-mobile thrombus on the atrial facing surface of the closure device. At the time of event, the patient was on apixaban (10 mg/day). No patient complications were reported. At the time of reporting, the outcome of the event was ongoing, and no action was taken in response to the thrombus.